Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital with high blood glucose for a week. The blood glucose reading at time of call was 291mg/dl. Troubleshooting was declined as customer felt sick and started to throw up. No further information was provided.